Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that at an explanted procedure, the lead broke during removal. Specifically, 4 contacts on one lead and 3 contacts on the other lead remained in the pt. The pt was having the neurostimulator system removed because they needed to have an MRI of the spine. Additional info was requested. See also MFR report # 3004209178-2011-02720.